Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that after a power cut in the hosp, the surgeon felt the pt's anterior chamber was unstable during an intraocular lens (iol) replacement. The surgeon stopped using the system and completed the surgery using a different method. No pt impact reported. Several attempts were made to obtain further info on the event with no response to date.